Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 405 mg/dl and 348 mg/dl. The customer was treated with bolus for high blood glucose level. Customer stated insulin pump received low battery alarm and they were able to clear the alarm. Customer did not want troubleshoot. The insulin pump will not returned for analysis.